Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination) and a kink in the sheath located 14 cm from the tip. The damage to the tip of the device is consistent with the device being used in a procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on 06 june 2018. It was reported the release criteria were not met. A left atrial appendage (laa) closure procedure was being performed. It was reported that the patient's laa was too shallow. A watchman® access system and 21mm watchman® laa closure device & delivery system (wds) were used. The closure device was deployed and recaptured due to the patient's anatomy. A 24mm wds was attempted to be used. It was deployed, but was recaptured due to the patient's anatomy. Therefore, it was removed from the patient. The procedure was not completed because of the patient's anatomy. There were no patient complications and the patient was stable. However, device analysis revealed inner liner delamination.